Manufacturer narrative:
The customer reported that the speaker in the exam room was not working and the patient was unable to hear commands from the operator or auto-voice. There was no information provided at the time of the call to indicate that the operator could not hear the patient. This issue occurred on a brilliance 6 air CT system. The customer confirmed with the philips help desk that there was no patient impact and no harm as a result of this event. When the mdms went onsite to evaluate the system, he received further information and confirmed that the operator was not able to hear the patient until the microphone part was replaced. The mdms confirmed that the speaker-breath indicator assembly was replaced to correct and resolve the malfunction. There was no report of harm to a patient, operator, or bystander as a result of this event. The system is operational and in clinical use.

Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: (B)(4).

Event description:
A philips medical devices maintenance specialist reported the operator was unable to hear the patient from the operator's console. If the operator is unable to hear the patient due to a failed component, there is potential for injury to the patient. This issue has been determined to be a reportable event. This event is currently under investigation.